Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2010, re-implantation is not planned at this time.(B)(4)

Event description:
During device evaluation, the baxter service technician reported a colleague infusion pump was found with failure code 810:11. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as colleague 2006. No additional information is available.

Manufacturer narrative:
(B) (4). Implanted device remains.

Event description:
Per the physician, the patient experienced skin breakdown at the site of the antenna/coil, resulting in device extrusion and device non-use. A skin flap revision, or explant surgery is planned, but had not taken place at the time of this report may 5, 2010.

Manufacturer narrative:
(B)(4).